Manufacturer narrative:
(B)(4). A review of the complaint device history records, indicated that the graft was processed and inspected according to procedures and was therefore released following acceptable quality inspections and tests. Specifically, no anomaly was evidenced in the collagen coating records. The review of the water permeability testing records of products coated on the same day as the complaint device indicated values well within product specifications. Please note that water permeability testing is recognized by international standard for vascular grafts as the test to address the risk of blood leakage. (B)(4). One retention sample coated on the same day and under the same conditions as the involved device underwent water permeability testing. The test result indicated a value well within product specifications (< 5 ml/cm²/min). (B)(4). Please note however that, as per the product instructions for use, the use of a knitted vascular graft as a conduit for cannulation is not an approved indication. Indeed, intergard knitted vascular grafts are indicated for surgical repair, bypass, or replacement of arteries in the treatment of aneurysmal and occlusive disease of the abdominal aorta, visceral arteries, and peripheral arteries. (B)(4). It was reported that the product is available for investigation, it should be returned to the manufacturer for evaluation. The investigation is still ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
During a repair of ascending aorta dissection performed on (B)(6) 2017, it was reported that the left axillary artery was cannulated through the intergard 8 mm graft. After implantation, the graft started leaking resulting in significant blood loss. A continuous blood transfusion was required till the end of the procedure. The patient is recovering; no consequence for the patient was reported.

Manufacturer narrative:
A remaining fragment of the involved device was available for investigation. It was sent to an external and independent laboratory for examination. The objective of the study was to evaluate the presence of any structural abnormality visible on the external side of the returned fragment and to evaluate the presence of collagen material. The analysis consisted of a macroscopic observation of the fragment and a scanning electron microscopy (sem) analysis. The sem analysis pointed out a limited collagen material infiltration with no significant abnormality such as tears, loss of textile cohesion, holes and signs of cut. The sem analysis corroborated the macroscopic analysis. No conclusion can be drawn. However, the conducted investigation and testing performed would tend to indicate that the product was not defective.